Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's software was re-loaded to address the issue.

Event description:
The manufacturer received information alleging a ventilator's display screen froze. The device was not in patient use.